Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) loss of capture was also noted when the tether of the delivery system was cut. The leadless ipg was attempted/not used and replaced. It was also noted that during attempted implant of the replacement leadless ipg the patient experienced chest pain when the leadless ipg was attempted in five different high and low septal positions and it either did not engage well when doing the pull and hold test or the thresholds were very high or there was no threshold. The replacement leadless ipg was attempted/not used and replaced by a conventional transvenous system. No further patient complications have been reported as a result of this event.